Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 32mg/dl. The caller stated that he was sent the wrong reservoirs and it gave him too much insulin, he went low and has a seizure. The mother stated, she thinks he went lower than 30 mg/dl because by the time the paramedics got there he was 30 mg/dl and she had given him some juice. No further information was provided.